Manufacturer narrative:
Update data: h6. Conclusion: a medical safety assessment was carried out for this event. Medical safety reviewed the labelled adverse events of aortic insufficiency, hypotension, descending aorta dissection, elevated lactate, multiple organ failure and subsequent death. Based on the information provided, the event of aortic insufficiency and subsequent hypotension was likely related to the interaction between the guidewire and the native leaflets. The dissection was likely related to difficulties crossing the arch and/or the force applied to the guidewire and the delivery system. It¿s also likely that the dissection contributed to the multiple organ failure that led to increased lactate and death. Contributing factors to the event include tortuous anatomy and a bicuspid valve. It was also noted that the loss of the ability to push and flex the delivery system contributed to the dissection. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 88.5mm with a perimeter derived diameter of 28.2mm suggesting a 34mm evolut. The aortic valve appeared to be bicuspid with a raphe between the right coronary cusp and left coronary cusp. Furthermore, the aorta appeared to be tortuous. Difficulties advancing the delivery catheter system (dcs) through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that aorta appeared to be tortuous. The aortic valve appeared to be bicuspid with a raphe between the right coronary cusp and left coronary cusp. A lunderquist guidewire was used to aid advancement, however the dcs still did not cross the aortic arch. This indicates that the probable cause of the advancement difficulties was patient anatomy, but this cannot be confirmed with the limited information available. The provided images also confirm that the nosecone did not remain flush with the capsule during the attempted advancement of the dcs. The gap between the nosecone and the capsule increase the likelihood of vascular trauma during advancement. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. Hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. It was noted that after removal of the guidewire, the blood pressure increased, and the patient regained hemodynamic stability. This indicates that the cause of the hypotension may be related to the guidewire or the attempted advancement of the dcs. Vascular access related complications, such as aortic dissection and patient death, are a known potential adverse patient effect per the evolut system IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). The dissection was likely related to difficulties crossing the arch and/or the force applied to the guidewire and the delivery system. Based on the information available, it is likely that the dissection contributed to the multiple organ failure that led to increased lactate and death. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the first delivery catheter system (dcs) contributed to the vascular injury and not the valves, second dcs or non-medtronic guidewire. Per the physician, the cause of the vascular injury was the patient anatomy along with loss of push ability to flex around the aortic arch. The right transfemoral artery was used for access site. Following the valve implant attempt, the patient was transferred to another hospital for elevated care of a type b dissection. The patient had significantly elevated lactic acid levels and family decided to withdraw care. It was unknown if treatment was provided.

Manufacturer narrative:
Image review: one media file was provided for review. Evidence shows that during advancement of the delivery catheter system, difficulty was encountered in the aortic arch and nose separation is visible. There is evidence that a non-medtronic guidewire was used to aid advancement, and despite this the delivery catheter system still did not cross the aortic arch. It was reported that a new system was attempted to be advanced using a snare. However, attempts to re-cross the aortic valve failed. Furthermore, it was reported that a dissection in the descending aorta was noted on angiogram and further attempts were aborted. Images of the dissection were not provided for review. Of note, physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the instructions for use, if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter m easured 88.5mm with a perimeter derived diameter of 28.2mm suggesting a 34mm valve. The aortic valve appeared to be bicuspid with a raphe between the right coronary cusp and left coronary cusp. Furthermore, the aorta appeared to be tortuous. Updated data: b2. Date of death unknown - month and year confirmed valid. B5. Third paragraph added h1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to following the attempted implant of this transcatheter bioprosthetic valve in a patient with tortuous anatomy, a pre-implant balloon aortic valvuloplasty was performed due to a bicuspid aortic valve. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient over a double curved non-medtronic guidewire. There was difficulty advancing the dcs to the annulus; a visible nosecone separation while pushing was noted and the patient developed significant aortic insufficiency (ai). Per the physician, the ai was likely due to the non-medtronic guidewire pinning open a leaflet. A low blood pressure was noted, and the non-medtronic guidewire was withdrawn from the patient. After removal of the guidewire, the blood pressure increased, and the patient regained hemodynamic stability. A new guidewire was inserted into the patient and crossed to alleviate the pinned leaflet. The dcs was advanced again, but it was unable to reach the transverse aorta. The dcs and valve were withdrawn from the patient. A new valve and dcs were inserted into the patient along with a 25 mm snare to assist in crossing over the aortic arch. During advancement of the snare, it was noted that the j wire was buckling at the proximal descending arch. The j wire was unable to advance to reattempt crossing the valve with the guiding catheter. An aortogram revealed a descending aortic dissection. The valve and dcs were withdrawn from the patient and protamine sulfate was administered. The patient left the room hemodynamically stable, and a computed tomography angiogram was taken later in the day. No additional adverse patient effects were reported. Additional information was received that per the physician, the first delivery catheter system (dcs) contributed to the vascular injury and not the valves, second dcs or non-medtronic guidewire. Per the physician, the cause of the vascular injury was the patient anatomy along with loss of push ability to flex around the aortic arch. The right transfemoral artery was used for access site. Following the valve implant attempt, the patient was transferred to another hospital for elevated care of a type b dissection. The patient had significantly elevated lactic acid levels and family decided to withdraw care. It was unknown if treatment was provided. Additional information was received that per the physician, the cause of death was due to the aortic dissection and multiple organ failure, and the dcs can be excluded as a contributing cause.

Event description:
Medtronic received information that prior to following the attempted implant of this transcatheter bioprosthetic valve in a patient with tortuous anatomy, a pre-implant balloon aortic valvuloplasty was performed due to a bicuspid aortic valve. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient over a double curved non-medtronic guidewire. There was difficulty advancing the dcs to the annulus; a visible nosecone separation while pushing was noted and the patient developed significant aortic insufficiency (ai). Per the physician, the ai was likely due to the non-medtronic guidewire pinning open a leaflet. A low blood pressure was noted, and the non-medtronic guidewire was withdrawn from the patient. After removal of the guidewire, the blood pressure increased, and the patient regained hemodynamic stability. A new guidewire was inserted into the patient and crossed to alleviate the pinned leaflet. The dcs was advanced again, but it was unable to reach the transverse aorta. The dcs and valve were withdrawn from the patient. A new valve and dcs were inserted into the patient along with a 25 mm snare to assist in crossing over the aortic arch. During advancement of the snare, it was noted that the j wire was buckling at the proximal descending arch. The j wire was unable to advance to reattempt crossing the valve with the guiding catheter. An aortogram revealed a descending aortic dissection. The valve and dcs were withdrawn from the patient and protamine sulfate was administered. The patient left the room hemodynamically stable, and a computed tomography angiogram was taken later in the day. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date ; explant date product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: 0012210392); product type: 0195-heart valves.section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-34 (lot: 0012224772); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.